Manufacturer narrative:
The device associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and/or lot codes required were unavailable. Although unavailable for eval, it would not be unreasonable to expect poly material wear after approximately 20 years of implantation. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the provided cup product code has been inactive/obsolete since 1999. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of osteolysis, wear of the liner and loosening of the cup.